Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. It was also reported that following a recent weight loss, patient experienced pain at the ipg site. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted, replaced, and repositioned to address the issue.